Manufacturer narrative:
The product was not returned to zimmer biomet for investigation. Root cause could not be determined. Condition is addressed in the package insert. Review of device history records found this unit was released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this part. Relayed results to biomet (B)(4) via email on sep 17, 2014. Review of complaint history found no additional issues reported for item: 281001010 lot: fk7j64 combination. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during an implantation of a tibial versanail to fix a tibial fracture, the hammer pad fractured during normal use when impacting the nail into the intramedullary canal. A hammer pad from another tibial nail instrument set was used to complete the procedure. There was not a delay and patient injury did not occur.